Event description:
The patient had an infection and it was over the refill port of the pump. The health care provider applied bacitracin and placed a bandage over it. The next pump refill was to occur in (B)(6) 2012. The hcp recommended they revisit in a month. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc serial # (B)(4) implanted on: (B)(6) 2007 explanted on: unknown. (B)(4).